Manufacturer narrative:
Insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was exposed to moisture. Customer's blood glucose level was 131 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.